Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the fuses were melted to and there was scorching on power inlet module. The event did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit would not power on from the wall. The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.